Event description:
Report alleges the pt denies a decrease in size or a history of trauma. "For closed capsulotomy early after." The pt complained of an increase in firmness and pain as well as changing shape and increased ptosis. The pt feels tender lumps and is concerned about rupture. In addition, the pt has developed progressive systemic symptoms diagnosed as fibromyalgia syndrome. These are disabling and include arthralgia (positive morning stiffness), myalgia, paresthesia, dysesthesia, spasms, fatigue, sleep disturbances, sore throats, low grade fevers, hot flashes, temporomandibular disease, dizziness, memory loss, dry nose, sensitivity to sun, shortness of breath, chest pain, weight gain, gastrointestinal disturbances and rupture. Pt is otherwise healthy.